Manufacturer narrative:
(B)(4).

Event description:
It was reported that after plugging the left ventricular lead into the new device, blood was noted within the insulation of the connector between the pin and the electrode. The lead remains implanted with stable measurements. The patient was stable post procedure.